Event description:
The customer reported that he was hospitalized with high blood glucose levels over 450 mg/dl. The customer stated that he had experienced high blood glucose levels for the past few weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals were not adding up correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.